Manufacturer narrative:
The embolization coil was detached and stuck inside the packaging hoop. The proximal constraint sphere was present inside the distal detachment tip (ddt). The pusher assembly was kinked approximately 9.0 and 12.0 from its proximal end. Evaluation of the returned ruby coil revealed the embolization coil was detached and stuck inside the packaging hoop. The embolization coil detached due to a stretch resistant wire (sr wire) fracture. This damage was likely a result of forcefully advancing the device against resistance. The root cause of the resistance could not be determined. Further evaluation revealed kinks on the proximal end of the pusher assembly. This damage is likely due to forcefully gripping the wire in attempt to retract the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician noticed that a ruby coil was detached from its pusher assembly upon removal from the dispenser hoop. The damaged ruby coil was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ruby coil.